Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" via ultrasound and confirmed via MRI. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture was received on june 24, 2025, with lot number 2643103. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "rupture" via ultrasound and confirmed via MRI. Device has been explanted and replaced with a non-abbvie device.